Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.

Event description:
A patient reported they experienced the event of ¿lamina of liquid in both breasts¿, ¿capsular contracture, baker grade ii¿, ¿few months after that, patient noticed about the recall of texturized breast implants manufactured by allergan. Patient got desperate with the possibility of developing cancer, besides the terrible pains caused by contracture¿, ¿breast hardening¿, ¿breast growing¿, ¿persistent swelling¿, and ¿pain." The left side device has been explanted.